Event description:
During a coronary stent procedure the quantum maverick monorail ballon ruptured at 17 atms. The lesion was located in the right coronary artery (rca). The lesion was pre dilated and two cypher stents were successfully deployed. The quantum maverick monorail balloon was being used to post dilate the cypher stents. The quantum maverick monorail balloon ruptured at 17 atms on the initial inflation. The device wa removed without incident and the procedure was completed with another device. Pt status is listed as "fine".